Manufacturer narrative:
One unpackaged abs-10060r serial number: (B)(6) was received for investigation. Visual evaluation noted normal wear and tear to the device. Functional testing results: the device was shipped to naples, fl for evaluation. 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. During testing, the system froze with 28 seconds left in the cycle for approximately one minute. The timer would also skip, going from eight seconds directly to four seconds. Prp output was collected into the syringe. The one-minute pause and timer skipping seen in testing is indicative of normal operation, as the timer adjusts to reflect absorbance readings throughout the cycle. This is not comparable to the five-minute freeze referenced in complaint case (B)(4), and such a freeze could not be replicated. The complaint from case (B)(4) was not replicated, as prp output was collected into the syringe. The device reported outputs of 41 ml platelet-poor plasma (ppp), 16ml rbc, and 4ml prp. The prp volume within the syringe was recorded as 3.1 ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Note that the prp had expected cellular foldx concentrations. No problem found. Complaint allegation is not confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/10/2024, a sales representative reported via (B)(4) that an abs-10060r angel centrifuge us (refurbished) was giving a prp output, but nothing would come into the syringe. It seems to be a light sensor error, but no errors have been coming up on the screen. This was discovered during a procedure, with no reported patient harm. Additional information was received on 09/16/2024: this was discovered during a bone marrow aspiration procedure. The case was completed by obtaining less than 1cc of bmac. The abs-10060r angel centrifuge us (refurbished) said its output was 14cc, but it ended up with only less than 1cc. The machine froze for a period of time. The case was not delayed since other procedures were being performed. There were no adverse effects on the patient.